Manufacturer narrative:
Inratio precision data provided by end-user. First test inr= 2.5, second test inr = 4.1. Third test inr = 3.1. Mean= 3.23; sd = 0.8; % cv = 25 percent. The percent cv is greater than 20 percent. Per internal procedure, the precision failed the criteria for precision. Product will be tested.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 2.5, second test inr = 4.1, third test inr=3.1.